Event description:
The customer received questionable results for ion selective electrode (ise) potassium (k) on one patient sample. The customer had indicated that they were having ise issues and erratic controls. The initial k result was 5.7 mmol/l, which was reported outside of the laboratory. The sample was repeated after calibration. The repeat k result was 6.6 mmol/l. The customer deemed the repeat result to be the correct result. There was no adverse event. The lot number and expiration date for the k electrode in use was requested, but was not provided by the customer. The field service representative could not find a cause. He replaced ultrasonic mixer #1. He also checked the rinse mechanism for proper dispense and evacuation of fluid from the cuvettes, it was ok. The customer performed ise calibration, qc and a precision check. All of the results met specification.

Manufacturer narrative:
.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root case due to lack of pertinent information. It was noted that a problem with the mixer is not likely to be the root cause as only one sample was affected.